Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be inserted into the patient's groin due to a dilator tip deformity. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. When attempting to exchange a non-boston scientific sheath for the faradrive the dilator/sheath could not be inserted into the femoral vein. An attempt to nick and spread the skin at the access site did not allow the sheath exchange to take place. After multiple attempts to exchange the sheathes, it was discovered that the faradrive sheath dilator was deformed at the tip and appeared jagged. The sheath/dilator were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.